Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under all three therapy electrodes. Patient states at one point the area under the front therapy electrode was blistering and open. Patient "believes" she may have a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician advised her to return the lifevest due to the irritation. Follow up indicated that the irritation has improved.